Event description:
A (B)(6) patient underwent nanoknife treatment for kidney cancer on (B)(6) 2009. During the treatment an event was reported. Patient had a minor hematuria (blood in urine). This resolved and cleared within 12 hours.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the hematuria could not be ascertained. The records review found no product anomalies. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).